Event description:
Report received of an over-delivery due to an error in programming. The pump was programmed to deliver an unspecified dose of lepirudin at a rate of 30 ml/hr instead of the intended 25 ml/hr. There was no reported adverse patient effect. Though requested, no further information was available.